Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for evaluation. Visual and functional inspection was performed, and leaking was detected between the bag and the tubing line. The root cause could be found related to the manufacturing/production process. The exact root cause could not be determined; however, a probable root cause could be incorrect bag sealing. No formal investigation action is being taken at this time because the failure mode is not a trend. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported possible lot numbers shows evidence that the product was released according to all established procedures and quality documentation. Three used samples were received at the manufacturing site for evaluation. Visual and functional inspection was performed, and leaking was detected between the bag and the tubing line. The root cause is found to be related to the manufacturing process. No formal investigation action is necessary at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the device had a broken blue bag. There was no patient injury. Upon investigation by the manufacturing site, the bag was found to be leaking.